Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector and y-site broke during use. The following information was provided by the initial reporter: "broke while in use. Date (B)(6) 2023 no harm requiring treatment, just small amount of blood loss."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12-may-2023 h.6. Investigation summary: a complaint of set breaking during use was returned from the customer. Two samples were returned for investigation. One sample had no damages or defects. It was primed with no leakage or occlusion observed. The second sample was separated at the needless connector. Solvent could not be seen on the connector. The lower half of the sample was not returned. Separation was confirmed as the defect. A device history record review for model mpx5300-c lot number 23019150 was performed. The search showed that a total of (B)(4) units in 2 lot numbers were built on (B)(4) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect, and a review of the manufacturing process was completed. After review, the potential root cause of separation between the tubing and nac-y component can be related to problems with the mdgn solvent dispenser and the assembler not reporting issues or repairing the dispenser. A quality alert was issued to all involved personnel to ensure the correct tubing handling method while adding solvent, to remind them to check presence of solvent during assembly, and to report any anomalies with the dispenser to the production leader. A quality memo was also issued to reinforce notification and repair of failing solvent dispensers. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector and y-site broke during use. The following information was provided by the initial reporter: "broke while in use. Date on (B)(6) 2023 no harm requiring treatment, just small amount of blood loss."